Event description:
Caller stated that his resmed CPAP airsense 11 kept shutting off, and this happened for more than ten (10) times every 3-5 seconds on (B)(6) 2025. He further stated that it has happened before but not as frequent as it did yesterday. He said when the machines shut off it is very difficult for him breathe.

Event description:
Additional information received for mw5167740 on march 19, 2025 to add the serial and lot numbers of the device.